Manufacturer narrative:
(B)(4).

Event description:
Detailed description of event: the case was a revision of a 38mm medtronic valiant within a 34mm neck. Endoanchoring was being performed on the distal end of the graft and a 28 mm aaa heli-fx guide was being used. Two endoanchors were deployed successfully. First stage deployment of the third endoanchor did not appear to penetrate the graft material. However, the doctor commented that he had seen it go through and that he felt the endoanchor penetrate. As a result, he proceeded to stage two deployment which ultimately did not penetrate the graft or vessel wall. The doctor then quickly pressed the reverse button in an attempt to retrieve the endoanchor and it appeared to partially engage with the applier tip. The doctor then advanced the heli-fx guide over the tip of the applier and pulled out the applier very quickly. When the applier was removed from the patient, no endoanchor was found on the tip of the device. The doctor performed fluoro heli-fx guide handle and the length of the device in the patient but there was no sign of the endoanchor. When the heli-fx guide was removed from the patient, it was flushed on the back table and an obturator advanced through the lumen. Neither effort was able to identify the location of the endoanchor. The doctor then performed fluoro on the entire abdomen of the patient which found no evidence of a loose endoanchor. Resolution of event: after unsuccessful efforts in locating the endoanchor, the doctor readvanced the heli-fx guide and completed endoanchoring (deploying a total of 6 endoanchors within the case). The doctor expressed no concern in being unable to locate the endoanchor as there was no evidence to indicate it was within the patient. The case was completed successfully.